Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Upon investigation the siemens service engineer found an issue with the high voltage (hv) cable. The returned hv-cable was examined in detail and showed no visible external signs on the cable coating. The investigation showed that the dielectric strength decreased with increasing breakdown of the insulation which indicates an issue between the cathode conductor to ground of the inner cable insulation. The hv- cable was replaced by the siemens service engineer. After hardware replacement no further issues were reported, and the system works as intended. This kind of failure (defective hv cable) has a rare occurrence. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.